Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels on day 2 after load. Elevated bgs were treated by administering a manual injection. System check was performed, and the pump performed as intended. Tandem technical support discussed factors that could affect bgs with the customer, and recommended that the customer consult with their healthcare provider regarding what may be affecting bgs. The customer will also change out the cartridge, tubing, and site.